Event description:
Glycaemia at 3g [blood glucose increased], blocked pen [device occlusion], case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "glycaemia at 3g (blood glucose increased)" with an beginning on (B)(6) 2020, "blocked pen(device blockage)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type ii diabetes", actrapid penfill (insulin human) from (B)(6) 2019 and ongoing for "type ii diabetes" (dose and frequency 26 iu, qd (4 units in the morning, 12 units at noon, 10 units in the evening). The patient height, weight and body mass index (bmi): not reported. Current condition: type ii diabetes (duration not reported). Concomitant products included - lantus(insulin glargine), eucreas(metformin hydrochloride, vildagliptin). It was reported that the patient brought back a blocked novopen 4 blue pen at the pharmacy. The patient did several tests to unlock it, but the pen was still blocked. The pharmacist recommended a novopen 4 silver pen, but the patient would like to receive the blue pen in exchange. The patient was using actrapid penfill with the novopen 4 pen. The patient had not taken treatment for two days ) and the glycaemia had increased to over 3 g. Batch numbers of novopen 4: hvgn383. Batch numbers of actrapid penfill was requested. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "glycaemia at 3g(blood glucose increased)" was unknown. The outcome for the event "blocked pen(device blockage)" was not reported. Investigation result: name: novopen 4 blue, batch number: hvgn383. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal. Actrapid penfill 100 ui/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Evaluation summary: name: novopen 4 blue, batch number: hvgn383. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal.